Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported that "(B)(6) 2024, the doctor found the swg kinked during use on the patient. It was caused when the insertion failed. Involved 2 pc." They changed to a new one to resolve the issue. No harm for the patient. The patient condition is reported as fine. No medical intervention was required. Associated complaints 3006425876-2025-00062 and 3006425876-2025-00063.

Event description:
It was reported that on (B)(6) 2024, the doctor found the swg kinked during use on the patient. It was caused when the insertion failed. Involved 2 pc." They changed to a new one to resolve the issue. No harm for the patient. The patient condition is reported as fine. No medical intervention was required. Associated complaint 3006425876-2025-00063.

Manufacturer narrative:
(B)(4).